Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was partially detached. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a partially detached downstream occlusion seal. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to normal wear. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.